Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving compounded baclofen with concentration 1,250 mcg/ml at a dose rate of 156.6 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had wound closure issues on and off. Physician follow-up visits occurred. It was noted that per the physician, they had seen the patient in july and the wound had looked good. Later there was a skin erosion noted bellow the pump pocket. The date of the event was unknown. The date (B)(6) 2020 is considered and approximate date of event (specific year known only). After some treatment, it had not closed. A decision was made to explant the device system and allow for the skin to heal. The patient was referred to an infectious disease specialist and a surgeon for skin treatment. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. The pump would not be replaced in the future. The healthcare provider had refused to return the device and the pump was given to pathology. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.